Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pneumonia, cough and other breathing issues. The patient did receive medical intervention and reported to have been hospitalized. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. Unknown brown contamination on the outside of the device. Unknown white, gray, and black (not consistent with degrading sound abatement foam) contamination (dust-like) at the air inlet of the blower box. Unknown white dust-like contamination was on top of the blower motor and the blower motor seal. Unknown brown and black (not consistent with degrading sound abatement foam) contamination and tiny black hair or fibers were in the bottom of the enclosure. Mineral deposit stains on the bottom of the blower motor and inside the blower motor, indicating potential water ingress. Unknown white, brown, and black (not consistent with degrading sound abatement foam) specks of contamination in the bottom of the blower box along with a piece of black hair/fiber about a half an inch long. Black contamination, consistent with keratin, at the air outlet of the blower box. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of multiple conataminants and evidence of water ingress inside the device.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged pneumonia, cough and other breathing issues. The patient did receive medical intervention and reported to have been hospitalized.. Additional information was received about the patient alleged nose irritation, respiratory tract irritation, dizziness, headache, inflammatory response, kidney disease/toxicity, cancer. Section h6 health effects: clinical codes was updated.

Event description:
The manufacturer received information alleging a cpapdevice's sound abatement foam became degraded and caused pneumonia, cough and other breathing issues. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.